Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash under left therapy electrode. The rash was described as wet, weepy, very red, and with broken areas. The patient's physician advised that the patient use cortisone and to wear the lifevest during the night. Follow-up indicated that the irritation was healing.